Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse installed new pair of batteries (x2). The fse noted that two screws superior on the cover broken inside the housing. Ran all the tests in accordance to the manufacturer's specifications. All tests are within range updates provided to biomed team (in-house biomed). The unit was cleared for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) battery no longer functioning.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) h11 suspect device originally distributed as system cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Event description:
N/a.